Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Two performer introducers were used in an endovascular procedure. It was reported that, 700cc of blood was leaking through the valve of the introducers during the procedure. No additional treatment was required and the procedure was completed successfully . A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), and quality control was conducted during the investigation. The complaint devices were not returned; therefore, no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished products were not made to specifications. Review of the device history record of the finished products shows no non-conformances. It should also be noted, there were no other reported complaints for this lot number. Based on the information provided, no products returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.